Manufacturer narrative:
This report is submitted on january 7, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). The patient's head was not wrapped as recommended by cochlear. Surgery to replace the device was performed on (B)(6) 2019.

Event description:
The device was explanted due to magnet dislodgement following an MRI. Analysis found tears in the magnet pocket. The device passed all electrical tests confirming correct device function.